Event description:
It was reported that the device needed repair under consignment. Product fault details and patient involvement are unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned for investigation. Device evaluation: product was not returned and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. Due to lack of detail in the reported problem, a probable cause could not be assigned. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.